Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self-test and displacement test. No button error alarm noted. The insulin pump had an intermittent down arrow button due to corroded keypad trace. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed button error while he was sleeping. The customer changed the battery and it alarmed battery out limit but the insulin pump was still alarming with the third battery and the buttons were not responding. Blood glucose value was 120 mg/dl; most recent reading is 79 mg/dl. Customer also mentioned he spent some time in the hospital; he had some toes removed and heart issues. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.